Event description:
It was reported that fourty-four minutes into perfusion, a drop in the blood reservoir was noted and that the ascites was not recirculating. The recirculation tubing was noted to have come out of the bottom of the bowl and a large amount of blood was lost. The tubing was reconnected and a partial occlusion and air lock was noted in the recirculation tubing. The tubing was reseated and the pump was restarted and the blood reservoir began to refill. The persistent bleed in the bowl was addressed by the surgeon but the fused tubing persisted. The perfusion was stable after volume replacement. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Investigation of the reported event is pending.